Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A female pt underwent a therapeutic procedure for placement of an esophageal wallstent. The specific product utilized has not been identified. The esophageal wallstent was noted to have migrated. Details on the nature of the stent migration, removal and subsequent placement of another device are unknown at the time of submission of this report.